Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that battery pocket site has a small opening at end of incision. Fluid leaks from this site and is tender to touch. Issue will be investigated at patients next appointment. Visit date and time tbd. Additional information received from the manufacturer representative reported that the cause of the fluid discharge and wound opening was thought to be a seroma. Initially the pocket site was packed with silver dressing. The patient was then scheduled for a pocket revision that occurred on (B)(6) 2021. The patient was recovering fine.